Event description:
It was reported that the physician was attempting to treat a severely calcified lesion in the distal lcx exhibiting 85% stenosis .the device was prepped as per IFU before use. During the surgery, the lesion was pre-dilated with sprinter legend , 60% stenosis remained after the dilatation, but the device failed to cross the lesion. The physician removed the device and found the stent was damaged. No patient injury occurred and no clinical sequelae were reported. The physician used a new device to treat the lesion. Evaluation summary: the device was returned to medtronic for evaluation. Analysis showed the stent was damaged. The 11th and 12th proximal segments were misaligned and stretched. The 5th, 6th and 7th proximal segments had evidence of stent deformation, the struts were stretched and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: severely calcified lesion, stenosis; stent deformation. (B)(4).